Manufacturer narrative:
The submitted images appear to display broken driver which display some indication of torsional shearing at the distal tip. Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical fracture surface analysis reveals a fairly flat fracture surface, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as: spinal canal stenosis. For which, patient underwent posterior lumbar fusion. Intra-op, driver broke at the tip when surgeon was tightening a set screw with the driver after breaking off the set screw. There was a delay of less than 60 minutes in overall procedure time as a result of this event. Product came in contact with the patient. Fragments were removed from the patient¿s body by the surgeon. The broken part was discarded in the hospital. No patient complications were reported as a result of this event. Doctor¿s comment: "excessive force was applied."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.